Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). Note: the pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: button #1 did not "click" into place and the device jammed. The device was removed and manual compression was applied for 30 minutes or less. Procedure type: intervention vessel type: peripheral sheath size: 6f procedure date: sometime in (B)(6) 2014.